Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned, and a 35mm watchman laa closure device & delivery system (wds) were used. After the second recapture of the closure device, the was kinked at the distal end. Both the wds and was were removed from the patient, and both the was and wds exhibited damage as a result of the was kink. The physician believed that the was kink was a result of rotating the sheath to coaxialize the was in the anatomy of the laa. A new was and wds were used to complete the procedure. No patient complications were noted.